Event description:
Procedure: vats; according to the reporter: the device did not form staples properly. There was a delay in surgery time of approx 1 1/2 hrs and an estimated blood loss of 500 cc. The surgeon used another stapler to finish the case. Pt reported to be doing ok.